Manufacturer narrative:
(B)(4). The complaint of infection cannot be analyzed or refuted via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 3 of 3. Reference MFR report#1627487-2016-05824, reference MFR report#1627487-2016-05825. The patient received two shift-lock anchors with the same lot number. It was reported the patient developed an infection at the inferior end of the incision site where the leads are anchored. As a result, the patient was hospitalized. Surgical intervention was undertaken on (B)(6) 2016 during which time the entire system was explanted. Consequently, the patient was treated with IV and oral antibiotics while in the hospital. Reportedly, the patient's improving.